Event description:
During a remote follow up, oversensing due to noise resulting in inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.